Event description:
The customer reported that an 840 ventilator was inoperative. There was no pt involvement. Covidien technical support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to service the device.